Event description:
It was reported that post abdomen surgery, the pulse generator exhibited inappropriate rate increases. No intervention was reported; it was noted that on the last follow up session the device exhibited normal function. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.